Manufacturer narrative:
Manufacturer's investigation conclusion: analysis of the pump cable confirmed by an onsite abbott representative noted fluid ingress causing oxidation within the modular connector that would have contributed to the driveline communication fault and driveline power fault alarms observed in the submitted log files. Additionally, evaluation of the returned modular cable (reference MFR 2916596-2024-05640) confirmed fluid ingress within the pins of the inline connector. The account communicated that the patient experienced driveline communication alarms. The modular cable and controller were exchanged, however, the alarms continued. X-rays were taken of the driveline, and revealed a tight loop in the pump end of the bend relief. The patient noted their driveline was pulled. The patient arrived at the hospital on (B)(6) 2024 for assessment of the driveline by the engineer. The driveline was assessed at that time, and visual inspection of the modular connection noted fluid ingress causing oxidation within the connector. It was determined that the pump cable end would be cleaned the following morning on 16aug2024. According to the account, the patient agreed to return to hospital but did not return as communicated. The system controller event log file contained events from 08jul2024 through 08jul2024, 17jul2024 through 19jul2024, and 28jul2024 through 20jul2024, per the timestamps. Multiple driveline communication fault alarms associated with com b fault flags were captured throughout the files. Additionally, driveline power fault alarms were captured beginning on 28jul2024. No other notable events or alarms were captured. The pump appeared to function as intended at the fixed speed. The patient remains ongoing on heartmate 3 left ventricular assist system (lvas), serial number mlp-041015. The relevant sections of the device history records for mlp-041015 were reviewed and showed no deviations from manufacturing or quality assurance specifications. The heartmate 3 lvas IFU, rev. C, and the heartmate 3 patient handbook, rev. D, are currently available. Section 1 of the IFU, ¿introduction,¿ lists potential adverse events that may be associated with the use of the heartmate 3 lvas. Section 6 of the IFU, ¿patient care and management¿ and section 4 of the patient handbook, ¿living with the heartmate iii¿ states that the user ¿do not twist, kink, or sharply bend the driveline, which may cause damage to the wires inside, even if external damage is not visible. Damage to the driveline or cables could cause the left ventricular assist device to stop. If the driveline or cables become twisted, kinked, or bent, carefully unravel and straighten.¿ these sections also instruct the user to call their hospital contact right away if the driveline is damaged (or might be damaged). Section 7 of the IFU, ¿alarms and troubleshooting¿, and section 5 of the patient handbook, ¿alarms and troubleshooting¿, provide instructions regarding how to care for the driveline in a sub-section entitled "what not to do: driveline and cables." These sections also outline system controller alarms as well as how to respond to each alarm condition. Section 8 of the IFU, ¿equipment storage and care¿, and section 4 of the patient handbook, ¿living with the heartmate 3¿ contain information on caring for the driveline and instruct the patient to keep the driveline clean. The exterior surfaces of the driveline cables can be cleaned with a damp, lint-free cloth as needed. Wipe off any dirt or grime and if the driveline gets dirty, use a towel with mild dish soap and warm water to gently clean it. Never submerge the driveline or other system components in water or liquid. Section 8 of the patient handbook entitled ¿handling emergencies¿ lists examples of emergencies, including driveline communication faults and driveline power faults, and the recommended actions associated with these emergencies. No further information was provided. The manufacturer is closing the file on this event.

Event description:
Log files were submitted for review and captured driveline communication faults. Additional log files were submitted for review. The event log file captured a driveline communication b fault at 13:45:47 on 19jul204. The driveline power faults were intermittent and associated with a (f5) pwr_b_broken. The driveline communication faults were also intermittent and associated with (f20) com_b_fault.

Manufacturer narrative:
No further information was provided. A supplemental report will be submitted once the manufacturer¿s investigation is complete.

Event description:
The modular cable connector cleaning was attempted. The driveline on the pump side inline connector was cleaned. There were no further alarms.

Event description:
The patient was admitted on (B)(6) 2024. They had an eroded modular cable and unfortunately did not return to have it repaired. The patient had been having intermittent low flow alarms. While at bedside on (B)(6) 2024, they did not have any low flow alarms. Log files displayed multiple consecutive strings of controller clock corrupt alarms including several low flow alarms. The patient needed a new emergency backup battery (ebb). This patient¿s modular cable was changed multiple times. The reason was because the opposite portion of their modular cable that was eroded and could not be replaced; the side that was connected to their driveline, and pump. The patient was not as proactive about their care due to their lifestyle and home life situation. System controller clock was synced on the heartmate touch as far as accurate date and time. The patient planned to be inpatient at least another week or two. Cardiothoracic surgery (cts) and infectious disease (ID) were needing to come up with a plan of care for this pocket in their abdomen near the driveline. Log files captured low flow events on (B)(6) 2024. There were also several low flow flags. Driveline cleaning was performed on (B)(6) 2025 with a modular cable exchange. It was additionally reported that the patient passed away on (B)(6) 2025. Additional log files captured low flow events beginning at 7:42 pm on (B)(6) 2025. These continued until 8:55 pm with flows fluctuating between 2.4-2.5 liter per minute (lpm). Further low flow alarms occurred starting at 10:51 pm and continued until the driveline was disconnected at 12:20 am. Flow values during this period progressively dropped from a baseline of 3.5-4 lpm down to 0 lpm. The modular cable 10620471 and system controller (B)(6) returned.

Manufacturer narrative:
B2 - outcomes death. B5 - narrative information. H1 - type of reportable event updated. H6 - adverse event problem codes updated. H10 - related report numbers updated. No further information was provided. A supplemental report will be submitted once the manufacturer¿s investigation is complete.

Manufacturer narrative:
No further information was provided. A supplemental report will be submitted once the manufacturer¿s investigation is complete.

Event description:
It was reported that the patient's system controller alarmed for a driveline communication b fault alarm on (B)(6) 2024. The system controller and modular cable were exchanged. On (B)(6) 2024 the patient experienced another driveline communication b fault alarm. The log files also showed a driveline power fault on (B)(6) 2024. Images were taken of the driveline, and it showed a tight loop in the pump end of the bend relief. The patient stated that the driveline was pulled.

Manufacturer narrative:
Manufacturer's investigation conclusion: analysis of the pump cable confirmed by an onsite abbott representative noted fluid ingress causing oxidation within the modular connector that would have contributed to the driveline communication fault and driveline power fault alarms observed in the submitted log files. Additionally, evaluation of the returned modular cable (reference (B)(4)) confirmed fluid ingress within the pins of the inline connector. The system controller event log file contained events from (B)(6) 2024, per the timestamps. Multiple driveline communication fault alarms associated with com b fault flags were captured throughout the files. Additionally, driveline power fault alarms were captured beginning on (B)(6) 2024. No other notable events or alarms were captured. The pump appeared to function as intended at the fixed speed. It was later reported that the pump cable inline connector cleaning was completed, and the patient experienced no further alarms. Multiple attempts were made to obtain additional information from the customer regarding the event; however, no additional information was provided. The patient remains ongoing on heartmate 3 left ventricular assist system (lvas), serial number (B)(6). The relevant sections of the device history records for (B)(6) were reviewed and showed no deviations from manufacturing or quality assurance specifications. The heartmate 3 left ventricular assist system (lvas) instructions for use (IFU), rev. D, and the heartmate 3 lvas patient handbook, rev. A, are currently available. The current revisions of the IFU and patient handbook can be found on the eifu page of the abbott website. Section 1 of the IFU, ¿introduction,¿ lists potential adverse events that may be associated with the use of the heartmate 3 lvas. Section 6 of the IFU, ¿patient care and management¿ and section 4 of the patient handbook, ¿living with the heartmate iii¿ states that the user ¿do not twist, kink, or sharply bend the driveline, which may cause damage to the wires inside, even if external damage is not visible. Damage to the driveline or cables could cause the left ventricular assist device to stop. If the driveline or cables become twisted, kinked, or bent, carefully unravel and straighten.¿ these sections also instruct the user to call their hospital contact right away if the driveline is damaged (or might be damaged). Section 7 of the IFU, ¿alarms and troubleshooting¿, and section 5 of the patient handbook, ¿alarms and troubleshooting¿, provide instructions regarding how to care for the driveline in a sub-section entitled "what not to do: driveline and cables." These sections also outline system controller alarms as well as how to respond to each alarm condition. Section 8 of the IFU, ¿equipment storage and care¿, and section 4 of the patient handbook, ¿living with the heartmate 3¿ contain information on caring for the driveline and instruct the patient to keep the driveline clean. The exterior surfaces of the driveline cables can be cleaned with a damp, lint-free cloth as needed. Wipe off any dirt or grime and if the driveline gets dirty, use a towel with mild dish soap and warm water to gently clean it. Never submerge the driveline or other system components in water or liquid. Section 8 of the patient handbook entitled ¿handling emergencies¿ lists examples of emergencies, including driveline communication faults and driveline power faults, and the recommended actions associated with these emergencies. No further information was provided. The manufacturer is closing the file on this event.

Manufacturer narrative:
No further information was provided. A supplemental report will be submitted once the manufacturer¿s investigation is complete.

Event description:
The patient arrived to the hospital on (B)(6) 2024 for assessment of the driveline by an engineer. After the assessment it was determined that the pump cable end would be cleaned the following morning on (B)(6) 2024 due to fluid ingress of the modular cable and pump cable connection causing oxidation. The ventricular assist device (vad) coordinator stated that the patient left the hospital under terms of returning the morning of (B)(6) 2024 but never did.